Event description:
A male patient, who previously used renu with moistureloc multi-purpose solution, presented to an ophthalmologist in another country in 2006. The patient's right eye had a superficial corneal ulcer with slight stromal involvement. He was treated with ofloxacin eye drops and then topical steroids were added to the regiment. The patient's symptom resolved within ten days. Although the patient's visual acuity was affected. The patient made a full recovery. The patient's corneal cultures were negative for fusarium and bacteria. His contact lenses and lens case were positive for fusarium oxysporium.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.